Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of noise. A review of the electrograms for the shock episodes found rail-to-rail noise. The sensing vector at the time of the shocks was set to the primary sensing vector. The patient also has a pacemaker. Technical Services discussed some options with the caller. There were no additional adverse patient effects. The system remains implanted.